Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling noted. The insulin pump had a cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the numbers were behaving erratically when the customer was attempting to enter carbohydrates. Customer's blood glucose level was 0.5 mmol/l. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.